Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a system error 345 error while running a loaded set. Service evaluation verified the system error 345. The cause was identified to be an out of specification downstream temperature. The downstream sensor was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device experienced system error 345 (thermistor disparity). No additional information is available.